Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) sent an email to health care professional (hcp) for a newer data to be analyzed. This device remains in service. No adverse patient effects were reported.